Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and the root cause of the issue could not be determined, as there was no device deformation observed that might result in the retention of foreign material and the facility device reprocessing was conformed to be implemented in accordance with the IFU. Reprocessing survey info: - the device was cleaned, disinfected, and sterilized before being sent to olympus - no delay in the start of pre-cleaning - the air/water nozzle was flushed with water and air - no abnormalities in the accessories used for reprocessing - the air/water nozzle was flushed with detergent solution - wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges - yes olympus will continue to monitor field performance for this device.

Event description:
Company representative sent a repair request reported with an issue of "poor angle". The issue found during an unknown event. No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling, insufficient cleaning issue) identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the device angle wires were stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. The reported issue of "poor angle" was confirmed. Furthermore, evaluation found foreign matter clogging in the device nozzle. This condition attributed to (handling , insufficient cleaning issue ) . Due to clogging of nozzle, water removal ability does not meet the standard value. Additionally, unrelated to the reported (reportable malfunction), the following defects were identified during device inspection: a-rubber (insertion section) has a scratch. Connecting tube has a dent and scratch. Protector of universal cord on s-connector side has a scratch. Sc cover unit has a scratch. The suction cylinder was scraped with a cleaning brush (handling issue). Grip has a scratch. Control unit has a scratch. Adhesive on a-rubber has a chip. Connecting tube has a wrinkle. Investigation is ongoing. This report will be supplemented accordingly following investigation.